Event description:
Event description boston scientific received information that during the implant procedure, several attempts were made to implant this right ventricular (rv) lead. Due to high threshold measurements in the apex, it was decided to implant the lead septally. The patient complained of chest pain, and it was determined that the lead had perforated the ventricle. An echocardiogram discovered a pericardial effusion. A subsequent procedure was performed to remove the blood.